Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 3006705815-2021-02007. Related manufacturer report 3006705815-2021-02008. Related manufacturer report 1627487-2021-13526. It was reported that patient experienced skin erosion wherein the leads were superficially coming in at the anchor site. The full system was explanted to avoid any infection. There were no complications during the procedure. Patient was stable.